Event description:
It was reported that insulin pump displayed malfunction alarm during pumping and repeated same alarm after attempt to resume use with new cartridge. There was no adverse impact to the customer¿s blood glucose level. Customer was unable to successfully resume insulin delivery, so customer support arranged replacement pump, provided instructions for loading cartridge and storage mode for transport, and medicine representative completed pump replacement while problematic pump was planned to be returned.